Event description:
This event was reported during the investigation of another reported event. During a pt use, the device displayed an inappropriate leads off message and a flatline. No other info has been provided by reporter.

Manufacturer narrative:
The device was replaced to enhance customer confidence and will not be returned to the customer.